Event description:
(B)(4). I have heavy menstrual cycles, weight gain, anxiety, depression, constant pelvic pain, and horrible cramping. Along with my gums receding off of my teeth. My insurer did provide this device.